Manufacturer narrative:
Concomitant product(s): a 4568-45 lead, implanted: (B)(6) 2004. A 330-201 lead, implanted: (B)(6) 1989. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implant of the right ventricular (rv) lead was difficult and had very tortuous anatomy with other old leads in the veins. The physician had a hard time getting the lead in the sheath and advancing. The physician pulled back on the lead to get the dilator and when he did it was noticed that the coils on the lead came apart slightly. The physician then removed the lead and decided to implant a new lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.